Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump button less responsive. Customer reported that the insulin pump had louder during rewind and battery dying more quicker. Customer reported that the insulin pump had locked up and become non-responsive. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.